Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). Device by manufacturer: on (B)(4) 2015, a field service engineer (fse) reported that customer reports that he changed all the wash probes, primed and all ok. Now when he starts a run is getting a 6100 abort flag and pop up message saying there is an axis error in the sample loader. The customer re-started system, all set home, with no resolution. The customer had the cover up and receives the error at the same spot but does not observe any obstructions. When fse arrived at the customer site, the error did not repeat. The customer ran quality controls (qc) in which all results were within acceptable range and verified that the analyzer was functioning correctly. The aia-2000st analyzer was functioning as intended and the errors cleared. No further action required by field service. The probable cause of the event was possible obstruction.

Event description:
On (B)(6) 2015, a customer reported an 6100 abort flag and pop up message for an axis error in the sample loader with their aia-2000st analyzer. The customer is unable to run e2, prl, bhcg, prog, fsh and lh ii patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting e2, prl, bhcg, prog, fsh and lh ii patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.